Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had prime anomaly. The customer¿s blood glucose was 149 mg/dl at the time of the incident. The customer reported that they had scratches on the screen and insulin pump squirts insulin out of infusion set instead of just dripping out. The insulin pump will not be returned for analysis.